Event description:
Major pump unit(s) involved: blood pump; drive unit failureadditional text: replaced due to suspected percutaneous lead fractures; replaced due to suspected percutaneous lead fracturesspecific component(s) involved: other component malfunction, specifyadditional text:other component: percutaneous lead fracturecausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of driveline; replacement of inflow graft; replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pump; drive unit failurespecific component(s) involved: other component malfunction, specify